Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported by the patient¿s wife that the spinal cord stimulation ¿just quit working¿. The hcp was unable to provide any further detail or clarification. No symptoms were reported. No further complications were reported or are anticipated.